Event description:
I had essure coils implanted in (B)(6) of 2010. Since then, my periods have grown heavier, my cramps are intolerable, and the pain is absolutely unbearable during my menstrual cycle. I pass large blood clots and overall regret the decision. I have experienced nearly every negative side effect listed for the product and I just want the pain to stop.